Manufacturer narrative:
Correction: section e was inadvertently left out in the initial report which was added to this report. Section d9 was updated based on additional information.

Event description:
An impella cp device was inserted into the left femoral artery in a 82-year-old male patient with a past medical history of coronary artery disease (cad), presenting in scai stage a shock, prior to initiation of support. The impella was inserted for ventricular support for a protected percutaneous coronary intervention (pci). Towards the end of the procedure, there was bleeding noted at the arteriotomy site. Heparin 11,500 units was given during the procedure. The activated clotting time (act) was 324. Hemostasis was achieved by removing the device. The post-procedure outcome is survived at explant. The impella functioned as intended. Bleeding is a known risk due to the impella's anticoagulation and purge requirements.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Complaint coding was updated to more accurately reflect the reported event. This update included the addition of the ¿fluid/blood leak¿ code as it is unknown if the leaking was from the device or in between the sheath and arteriotomy. As a result, the h6 health effect ¿ clinical/impact and medical device problem coding have been updated, corrected and should be considered the representation of the reported event.

Manufacturer narrative:
Corrected information has been provided in h3 access site adverse event/major bleed / fluid leak: the cause of the bleeding was most likely use related since the acts were high and the returned introducer passed leak testing with no defects observed.